Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "crna went to intubate patient with mac 3 equiplite blade while trialing the dispogrip and experienced lots of flickering during the intubation". It was reported there was no patient injury or complication. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). One (1) 004651003 rusch equiplite mtl disp mac 3 was received for investigation. The laryngoscope blade was examined for any signs of abuse/misuse/damage. Nothing visually noted. The mac 3 equiplite was attached to known functioning standard cross-cut metal reusable laryngoscope (non-fiber optic) handle and then engaged. The led light was energized and projecting a strong steady beam of light. The blade was physically manipulated in an effort to replicate the report of, "flickering". Flickering could not be replicated. Based on the investigation performed, the reported complaint of flickering could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint alleges "crna went to intubate patient with mac 3 equiplite blade while trialing the dispogrip and experienced lots of flickering during the intubation". (Cont.) It was reported there was no patient injury or complication. Patient condition reported as "fine".